Event description:
It was reported that the user contacted support for elevated blood glucose, with an ilet reading of 296 mg/dl and a confirmatory fingerstick of 247 mg/dl, while taking a prescribed steroid; troubleshooting and education were provided, and the user was advised to contact the prescriber regarding steroid management and glucose control. Customer care provided support that included review of the reported glucose values, confirmation via fingerstick, and user education on potential steroid-related hyperglycemia. Investigation of this case revealed no device malfunction or component failure and suggested hyperglycemia likely associated with steroid use rather than device performance. No clinical symptoms associated with hyperglycemia reported. Outcomes included no functional impairment or need for medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device-related failure identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.